Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 roller pump 150. The incident occurred in rome, italy. Through follow-up communication with the customer livanova learned that the perfusionist completed the procedure manually. At the end of the case, the affected pump was turned off and on again, and it restarted without any issues. Customer will be provided with a back-up unit. A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. Pump was tested for two days continuously and no deviation was identified. Investigation on the device is on-going. In addition, serial read-out of the pump (real time device parameters and setting recording file) was extracted. From a first analysis it seems that multiple messages related to a pump stop caused by different reasons were recorded by the micro-controller. A further analysis is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 roller pump 150 stopped during procedure and yellow triangles appeared (unknown related error messages). There was no patient injury.

Manufacturer narrative:
H11: as a precautionary measure prior to returning the pump to the customer a clear of the nvmem (non-volatile memory) was performed by the livanova field service representative. The pump was then returned to the customer in full working order. The serial read-out of the pump (real time device parameters and setting recording file) was analyzed focusing on the event date (B)(6) 2025. It was also noted that the data were incomplete. The pump got stopped because of different causes: at 10:15:24.991: the level into the reservoir fell below the limit and a level alarm was triggered. It is reasonable to assume that the minimum level in the reservoir was immediately re-established as no messages related to a pump that reached 0 rpm were recorded. This event is unlikely to be a failure of the system. At 10:31:20.484: the level into the reservoir fell below the limit and a level alarm was triggered. One second later, the pump stopped (10:31:21.280). After less than one minute, the pump cover was opened, triggering the pump to stop and the override button was pressed to execute the override. One minute later (10:33:16) a high-pressure alarm (that generally stops the pump) was received but the pump was already stopped. No other relevant messages recorded from the event date. Based on the log analysis result, it can be confirmed that the pump stopped multiple times during the procedure; however, the specific issue that led to the failure could not be identified, also due to incomplete data. A complaint history review revealed that similar occurrences have been reported to livanova. Based on the available information, the event appears to be an isolated case with an undetermined root cause. Given that the issue resolved after rebooting the pump, a memory-related malfunction cannot be excluded.

Event description:
See initial report.